Event description:
It was reported that a cartridge change error occurred. Additionally. It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and reverted to alternative method of insulin therapy. Customers blood glucose level was 180 mg/dl.